Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 433 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of incident. It was known that customer had not experienced symptom related with high blood glucose level. Customer was treated with insulin injection or insulin pen. Customer stated air bubbles were present along the tubing length. Insulin exited during troubleshooting. The infusion set had leak. The insulin pump will not be returned for analysis.